Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced history anomaly, pump errors and failed battery test alarm. The customer's blood glucose reading was unknown. The customer stated that he hit send on bolus and everything shut down. The customer reported pump error did not occur during the rewind/load reservoir/fill tubing process. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. The insulin pump was received with normal operating currents and no unexpected failed battery test alarm noted. The insulin pump was programmed with multiple bolus wizard deliveries and monitored; all bolus delivered completely their indicated amounts and were properly recorded in the daily history screen and no unexpected pump shut down noted. The active insulin time functioning properly during testing. The insulin pump was monitored and no blank display noted. The battery tube connector plugged in properly to the j7 printed circuit board during our visual inspection. No unexpected the motor arm cannot communicate with the main arm error or the critical block and inverse critical block did not add to zero error alarms during our testing. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.